Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and low blood glucose test results and low control test result. The customer is concerned with tests results from blood glucose test results obtained of 258, 456 and 45 mg/dl and of control test result of 222 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :81mg/dl date: (B)(6) 2018 time:10:24am fasting, result 2 :258mg/dl date: (B)(6) 2018 time:07:05am fasting, result 3 :456mg/dl date: (B)(6) 2018 time:07:30pm fasting, result 4 :142mg/dl date: (B)(6) 2018 time:05:08pm fasting, result 5 :45mg/dl date: (B)(6) 2018 time:03:21pm fasting.